Manufacturer narrative:
Additional information: b1, b2, b5, d6b,d9, e1, e2, e3, e4, g2, h1, h2, h3, h6.

Event description:
New information states that the lead was removed on (B)(6)2020. The lead was not replaced.

Manufacturer narrative:
The reported event of noise was not confirmed on the partial lead. A partial lead with distal portion of the lead measuring 54.1 cm was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. No further information was reported.